Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment a fluid leak was discovered. During fill 1 the patient noticed a lot of fluid coming from the bottom of the cassette door so treatment was cancelled. The patient cleaned the cycler and did not attempt to complete treatment that evening. Multiple attempts were made to gather additional information, but no details were provided. The cycler is not available to be returned.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment a fluid leak was discovered. During fill 1 the patient noticed a lot of fluid coming from the bottom of the cassette door so treatment was cancelled. The patient cleaned the cycler and did not attempt to complete treatment that evening. Multiple attempts were made to gather additional information, but no details were provided. The cycler is not available to be returned.